Event description:
It was reported that pump body was chipped. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issue to customer support team and declined further follow up, and no additional information was received regarding the outcome of the event.